Event description:
It was reported the et45b and the dcs12 were used during a video assisted thoracic surgery. It was reported by the affiliate after firing the et45b the device was very difficult to open and was finally opened manually. The shaft of the dcs12 bent when the surgeon opened and closed the device. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument was reportedly "difficult to open" during surgery. The instrument was returned on good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated.